Manufacturer narrative:
The forceps cev134 was returned for evaluation: device history record - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis - the evaluation verified the complaint as valid. One of the wire is broken at the tube. The black ring comes out of the tube. There are scratches on the coating. After disassembling, the electrode was dirty. No manufacturing defect was found. Root cause - the issue is probably due to bad handling of the device during the reprocessing steps.

Event description:
A facility reported that the forceps cev134 arrived in sterilization department with broken jaw. No anomaly was observed in the operating room (or) during use or during pre-disinfection. It is unknown if there was patient impact. No surgical delay was reported as issue was observed post- procedure.